Event description:
Observation: rvtip to rvcoil lead impedance warning on (B)(6) 2022, carealerts are off. Mdt rep notiified. Observations: possible intrathoracic fluid accumulation based on optivol data. See cardiac compass trends. Rvtlp to rvcoil lead impedance warning on (B)(6) 2022, carealerts are off. Device appears to be currently functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).